Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Console interior connections were inspected, with specific attention to the optical connectors. No issues were found. The root cause of the controller error was a result of optical placement signal loss, due to opm communication corruption. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.